Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had button 4 with a contact failure. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the nozzle was clogged with foreign matter, the actuator had foreign matter, the connector cover had foreign matter, the connector had foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: the nozzle was clogged with foreign matter, the actuator had foreign matter, the connector cover had foreign matter, the connector had foreign matter. Other issues found were: the angle play was insufficient, the objective lens adhesion was peeling, the light guide lens adhesion was peeling, the distal end rubber adhesion was cloudy and had a crack, the image guide snake tube had scratches, the image guide tube was collapsed and discolored, the connector contact plating peeled off, the suction cover was discolored, the grip had scratches, the light guide snake tube had scratches and the connector side had ore-made scratches. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, the nozzle was flushed with water and air, there were no abnormalities reported in the accessories used for reprocessing the device, and the customer wiped/brushed the air/water nozzle with lint free cloths, brushes, or sponges. The customer also flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing of the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.